Event description:
Provider states the chair has error code e500 right motor brake fault, swapped motor leads still hsas same code,motor and controller swapping out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.